Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A non-healthcare professional reported that a patient experienced bilateral endophthalmitis (cause unknown) following an intraocular lens (iol) implantation procedure. The patient's current condition was unknown. This case report pertains to the right eye and custom pack involved in the event. Additional information has been requested; however, no follow-up information has been received to date.